Event description:
It was reported the patient fell in the tub and then the device stopped working "a few months ago." The device was replaced, and the patient recovered without sequela.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.